Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device history record review revealed nothing relevant to the event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The complainant's event is typically caused by improper bone preparation and/or not inserting the implant co-axial to the bone tunnel. Patient bone quality is unknown. Per the directions for use, dfu-0125: contraindications: "insufficient quantity or quality of bone. The use of this device may not be suitable for patients with insufficient or immature bone". The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Parts remained in the patient.

Event description:
It was reported that during a procedure on (B)(6) 2015 the surgeon was putting in the last 3.5 mm locking screw and a loud "crack" was heard. The locking cortical screw was placed for compression, then the most proximal locking screw was screwed in, finally they put in the distal 3.5 locking screw. During final twists of the screw a loud crack was heard. The crack could be seen running along the axis of the radius and actually ranged from that most distal screw just proximal to the compression screw. Follow-up investigation: procedure was a distal radius fracture. As the distal locking screw, the last of the 3.5 mm screws, was implanted a crack occurred during the final turn of the screw. At this point the central 3.5 oblong hole had a 14mm cortical screw in it and the proximal 3.5 hole had a 14mm x 3.5 mm locking screw in it. The crack was easily heard and visualized on x-ray. Facility will not release x-ray pictures due to hippa.